Event description:
The patient reported a button error alarm that could not be cleared. The patient replaced the battery, but still could not clear the alarm. The reported bg at the time of the call was 176 mg/dl. The patient stated that a button may have been pressed up against his belt, but wasn't sure. Advised the patient that the pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.